Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was at a middle-of-life (mol2) battery status after six months of implant. The monitoring voltage was 2.56 volts and the last recorded charge time was 12.5 seconds. Shock impedance, pacing thresholds and all other values were within normal limits. The physician is dissatisfied with the longevity of the device.